Event description:
The customer reported she was infusing heparin. When she went back into the room she said the pump was scrolling "infusion complete", but the pump did not alert her and it was not infusing at a kvo rate. She said they do use the delay feature with heparin when they need to pause the pump for an hour, but in this case she said she did not use the delay feature. As a result, a ptt was ordered and drawn and the value went from 150-20. Customer stated that no additional pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.